Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight to the spec, crease fold, wear abrasion and opening. A microscopic analysis was performed which identified crease sharp opening on posterior and have non-penetrating nick. Based on the device analysis the final assessment is a crease sharp opening on posterior due to a fold flaw opening and a non-penetrating nick. Additional, changed, and/or corrected data: h.3., h.6.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.